Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 2 of 2 of (B)(4). It was reported that about four months after a temporomandibular joint (tmj) correction. Surgical procedure, the patient's body started to reject the 2x mini qa+ #2/o ocord v-5 devices that had been placed possibly due to a nitinol allergy. There were reports of delays in a surgical procedure reported. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2024. No additional information was provided.